Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had keypad anomaly and middle button was unresponsive. The customer stated that when insulin pump was locked middle button did not respond while customer tried to unlock and had to press it about five times. The customer changed battery last night and ran self test and insulin pump passed the test. The numbers were not ramped on their own and scroll bar was not moving with no input. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.